Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was first fired, two clips shot out. The second time nothing came out and the third time the clip was scissored. There were no patient consequences. Case completed with a competitor's device. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.